Event description:
Tube was placed in patient and when the stylet was removed the doctor discovered the "foreign body." Doctor has thrown away the tube but has kept the "foreign body."

Manufacturer narrative:
Doctor has thrown away the tube but has kept the "foreign body." Manufacturer has requested a photograph of the foreign body since product is not expected to be returned.